Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and instructed the caller to continue using the pump while advising to call back if the malfunction code reoccurred. The caller acknowledged and understood the instructions provided.